Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. During evaluation an air in line alarm was identified. The cause was determined to be a damaged central processing unit board (cpu). To correct the condition, the cpu was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flogard infusion pump found to have an air in line alarm. There was no patient involvement. No additional information is available.